Event description:
It was reported that during testing at the manufacturer facility a piece of the drivetrain of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was evaluated by a stryker foreign subsidiary. Potential causes for the reported disasembly of a piece of the drive train include a material fatigue issue or impact.